Event description:
Boston scientific received information that the patient implanted with this device experienced a syncopal event. The health care provider (hcp) was attempting to interrogate the device. At this time, it is unknown if the event was related to the device system. Information was sought from the local area sales representative, however, additional information was unavailable.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.